Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: received one maxcore disposable core biopsy instrument for evaluation. Upon visual evaluation, the device appeared to be clean, and the device was returned half primed with the top slide pulled back and the bottom slide was in the initial position. Due to the condition of the device functional testing was not performed. Therefore, the investigation is inconclusive for the reported failure to fire and self activation issue as further functional testing was not performed due to the condition of the device returned. A definitive root cause for the reported failure to fire and self activation issue could not be determined based upon the provided information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: d4 (expiration date: 10/2026), g3. H11: h6 (method, result, conclusion). H11: section a through f the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to fire. It was further reported that the device allegedly shot back by itself. There was no patient contact.

Event description:
It was reported that prior to a biopsy procedure, the device allegedly failed to fire. It was further reported that the device allegedly shot back by itself. There was no patient contact.

Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. H10: d4 (expiration date: 10/2026). H11: section a through f ¿ the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.